Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system and confirm that the system will not turn on or no power and troubleshooting action showed a problem with the fan and power tray. The third-party engineer ordered and replaced the fan and power tray on the bottom of the m cabinet. After the replacement of fan and power tray, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that while turning the system on, the customer heard a loud click and the system shut down. The customer tried to turn the system back on, but it would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) assisted the customer with trouble shooting the issue. The customer confirmed that the mains led was not on. The rse suspected the mim (mains interface module) or overvoltage board to be faulty. The customer replaced the mim without resolve. The customer then consulted with a philips field service engineer. Troubleshooting actions showed a problem with the fan and power tray. The customer replaced the fan and power tray. After replacement of the fan and power tray the system was return to use in good working order.